Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of this report: 01/18/2017. Describe event problem: additional information received: the doctor confirmed that ¿she had the packing anchored. She taped it onto the patient¿s cheek.¿ date manufacturer received: 02/06/2017 conclusion: operational context caused or contributed to event (B)(4); a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the doctor confirmed that ¿she had the packing anchored. She taped it onto the patient¿s cheek.¿

Manufacturer narrative:
Product evaluation: analysis results are not available; the device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient swallowed the packing after leaving the facility where it was placed. Information available at this time indicates that the device was cut in half to use and was not anchored once placed. There was no patient impact.